Event description:
Pt got breast stuck in breast shield of first year's breast pump during a pumping session. Was only able to remove breast from breast shield by using warm water and vegetable oil. Additionally complained that the breast pump was painful and ineffective in collecting or expressing breast milk for the pt's preterm baby.